Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and the up button arrow is not responsive. Customer also indicated that the numbers are scrolling. The customer's blood glucose reading was 111mg/dl at the time of incident. Customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no(act escape and down) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify battery out limit alarm due to buttons not responding. No numbers scrolling during testing noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.